Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection section e1 - telephone number: (B)(6). Section h3:the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) got stuck in the middle of the incision and presented a lot of resistance to the implant. The physician had to carefully enlarge the incision to deliver the iol. Photograph attached shows cartridge tip damaged. The cartridge came into contact with the patient's eye. Through follow-up, we learned, that a supplemental iol was implanted and the patient was fine immediately after surgery and no additional medication was required to be administered. No further information was provided.

Manufacturer narrative:
Additional info: section h3: device evaluated by manufacturer¿ yes device evaluation: the suspect cartridge was not received. However, the customer provided photographs for evaluation. The photographs displayed the suspect cartridge and a crack can be observed on the cartridge tip. Because no product was received, no further evaluation could be performed and no further issues could be identified. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "delivery issue" was not identified during product evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.